Event description:
It was reported that the patient presented in the hospital having experienced a syncope episode and experiencing bradycardia. Upon review, it was noted that the right ventricular (rv) lead exhibited episodes of failure to capture and extra cardiac stimulation resulting in discomfort. X-ray imaging was performed and revealed a dislodgement of the rv lead. The rv lead was capped and replaced on 29 mar 2024. The patient was in stable condition.